Manufacturer narrative:
Integra has completed their internal investigation on december 15, 2017. Results: the units involved in the reported incidents were used during a medical study performed from 2005 to 2006 years and are not available to perform a failure analysis. Therefore, the reported condition of infection and/or dermatitis is unconfirmed. DHR review; no device history record was possible since no lot number was identified by the customer. Complaints history; upon review of integra's complaint system from november 2015 - december 2017, a total of 43 complaints (including this one) related to adverse reaction (e.g. Dermatitis) for biopatch product family. Fourteen (14) of them are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. In addition, twelve (12) complaints have been reported in biopatch products family related to ¿infection¿ within this period. (B)(4). Conclusion: the medical study information states that ¿¿it was difficult to ascertain if the erythema was from contact dermatitis or infection¿.¿ potential root cause for ¿dermatitis¿ and/or ¿infection¿ cannot be determined, because it is unknown the environmental conditions where the patients were exposed during the study and, moreover, the patients¿ conditions prior to the biopatch application. Part of the recommendations for the use of the product is that the ¿biopatch should not be placed over infected wounds.¿ in addition, biopatch¿s IFU literature recognizes the possibility of adverse reactions: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿

Event description:
Infect control hosp epidemiology (2010) published " a crossover intervention trial evaluating the efficacy of a chlorhexidine-impregnated sponge (biopatch®) to reduce catheter-related bloodstream infections in hemodialysis patients". The report discussed a prospective non-blinded crossover intervention trial at two outpatient hemodialysis centers between april 1, 2005 and march 31, 2006 to determine the efficacy of a chlorhexidine-impregnated foam dressing (biopatch) to reduce catheter-related bloodstream infections (bsi) in hemodialysis patients. A total of 121 patients (52 men, 69 women; median age 56 years [range 19-88], median bmi 27.1 kg/m2 [range 14.7-71.6]) who were dialyzed through tunneled central venous catheters received the intervention during the trial. The intervention was initiated in dialysis center a during the first six-month period while dialysis center b patients served as the control group. After six months, the biopatch antimicrobial dressing use was discontinued at dialysis center a and its use was instituted in dialysis center b. In two patients (<2%) the use of the biopatch antimicrobial dressing was discontinued because of adverse events. Both patients were thought to have developed dermatitis but one patient concomitantly received antimicrobial therapy for an exit site infection since it was difficult to ascertain if the erythema was from contact dermatitis or infection.